Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.